Event description:
It was reported that this right ventricular (rv) lead had exhibited a gradual increase in impedance measurements that has led to out of range measurements. Calcification is suspected. Technical services (ts) was consulted and recommended further testing options. This rv lead remains in service. No adverse patient effects were reported.